Event description:
Received a lap-band system in the allergan device analysis laboratory without info. F/u findings: pfn (product field note) received states the device was "removed due to stomach erosion."

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted that the band tubing and the shell/ring of the band were broken with striations consistent with surgical end cut and surgical damage that occurred during the removal of the device. In addition, the device analysis noted discoloration and acid degradation, signs of erosion. The device analysis also noted that the buckle of the band was separated and a sharp breakage had been noted. Erosion is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."